Event description:
Reportedly, a component from a mitral valve was removed recently from the leg of a male patient by a vascular surgeon. This piece has been identified as the adaptor to a valve holder. The patient reported claudication which was investigated by a vascular surgeon. Surgical exploration found the component reported. A photo was taken of the component at the time of the excision from the patient's leg. It is thought that the component is from when the patient had heart surgery in the early part of 2012. The original surgery ((B)(6) 2012) was a long and complex operation involving an aortic replacement and initially a mitral repair. The mitral repair was found to be unsuccessful and the surgeon then proceeded to carry out a mitral replacement. This replacement was also unsuccessful as a paravalvular leak was evident. This had to then be replaced with another model mitral valve. Technically, this was a very difficult operation because of poor access. The names of the heart surgeon, the vascular surgeon and the patient have not been provided as this is a confidential internal hospital matter.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Based on pictures provided, the component appears to be the adaptor to the tricentrix holder for a model 6900p mitral valve. However, this piece has not been returned for evaluation. No additional information was provided by the health care provider regarding this event. According to the model 6900p instructions for use (IFU): the integral holder and attached handle are removed as a unit at the completion of the suturing procedure in the following manner: using a scalpel or scissors as shown, cut each of the three exposed sutures that are on the surface of the holder. Caution: avoid cutting or damaging the stent or delicate leaflet tissue when cutting the sutures. When all three attaching sutures have been properly cut, remove the handle/holder assembly, along with the attaching sutures, from the valve as a unit. Following surgery, remove the holder from the handle and discard the holder. If the procedures are followed as outlined, the adapter would be securely fastened to the tricentrix holder and discarded after implant of the valve. However, without return of the device and component or copy of the implant operative report, we are unable to determine root cause for this event. There have been no other similar reported events. Despite repeated requests, no additional information has been provided. Corrected data: the manufacture and expiration dates were erroneously reported by the hospital spokesperson.

Manufacturer narrative:
Improper handling of valve holder. Additional manufacturer narrative: the report was received through an inquiry received from the hospital spokesperson requesting assistance with identifying the component. Only a picture of the explanted piece was provided. No patient, surgeon, hospital information has been provided. The initial implant/explant procedure occurred on (B)(6) 2012 at another hospital. It was apparently a challenging case due to poor access. The component was identified as a piece from the holder of a mitral heart valve. The mitral valve itself was explanted at implant and replaced by a s.a.v mitral valve. This information was not previously reported. No other information has been provided at this time. The device history record (DHR) review is in progress. The component will not be returned as it is being retained by the hospital. There are no other similar reports in our complaints database of a similar nature.